Event description:
It was reported that during an unknown procedure, the stapler was used and would not re-load properly. Opened a new stapler to complete the case. There was no patient consequence.

Manufacturer narrative:
Cartridge pan dislodge. Eval summary: the analysis showed that the device was received in good condition and with no cartridge present on the device, however, the cartridge pan was found lodge inside the channel, not allowing the cartridge to be reloaded into the device. In addition three cartridges were received inside the bag, in good visual condition and fully loaded with staples. The pan was removed and the returned device was tested for functionality with one of the returned cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the cartridge, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the manufacturing process.